Event description:
It was reported that, during power on, the ventilator generated an error which would render the ventilator inoperable. The ventilator was not on a patient at the time of the event. The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer reported that the ventilator will be repaired by their biomeds. Medtronic was not authorized to service the ventilator.